Manufacturer narrative:
Novasure disposable received and tested by the pms group. Failure mode related to uterine perforation. Visual inspection was performed and was found that the array was in good conditions (no sharp edges), and the relief valve had blood (see pictures on the last page of the document attached). Functional testing was performed, it passed bubble, eap, and cia test. Hence the complaint cannot be confirmed. Device failed ablation test due to vaccum issue/error. Device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. UDI number pending due to technical issues with our system, a follow up will follow with the information.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021, the physician observed a uterine perforation. The ablation was not completed. The patient was discharged and was doing fine. No other information is available.